Event description:
Nephron pharmaceuticals corp received a product complaint of a loose washer malfunction on (B)(6) 2014, that was reported as associated with the use of the ez breathe atomizer. The pt reported that she saw a washer fall from the unit multiple attempts were made to reach the pt via telephone unsuccessfully; however, a follow-up report will be submitted if additional information is received from the pt during the investigation. At the time of the report, no information was available concerning the occurrence of medical harm to the pt or the purchase date of the unit.

Manufacturer narrative:
The potential root cause of this complaint can be identified as; mesh is ruptured by poking with the finger or other foreign object; or user did not turn off the device immediately when the medication depleted. These two hazardous situations and all the related risks have been identified and reduced as far as possible with effective control measures respectively. Based on the obtained information, according to 21 cfr part 803 "medical device reporting (MDR)", we performed the investigation for this MDR, there's no evidence that this "malfunction" is likely to cause pt death or serious injury.